Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported, that following an intraocular lens (iol) implant procedure. Lens appeared to have settled down, but he did not have any functional near or intermediate vision. Although, distance appeared fine. He had no other eye problems. He stated, his appointment with his surgeon has been scheduled, where surgeon would suggest some adjustments for the second eye. Additional information has been requested. Received and stated, the patient occasionally wears soft contact lenses, but not within a week of measurement. He was reluctant to have the iol implanted in other eye, until there is no establishment why the first has no functional reading or intermediate vision. The consumer met with his eye surgeon for an update, concerning lack of functional reading and intermediate vision. The consumer was unwilling to go ahead with surgery on his other eye, before it is established, why the first surgery did not result in the anticipated benefits. He has been experiencing considerable difficulty with one functional eye.

Manufacturer narrative:
Correction information was provided in d.4. Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. This would not be applicable to the reported complaint. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).